Event description:
The patient experienced increased pain and spasms. A catheter dye study revealed an occluded catheter. The catheter was replaced in 2008. The pump system was used to deliver lioresal. The hcp reported the patient outcome as a 'non-serious injury/illness'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.